Event description:
Cool sculpting side effect are very bad, swallowing, pain and bruises and the worst is pah. My fat grew and not even on my belly, my right side is bigger than the left. I'm feeling so abnormal and uncomfortable. I'm very depressed for my body, the only solution is the liposuction but my fat is so much that my skin will be loose. Nobody warned me about the side effects and also they guaranteed me the good results, how they use a machine like this without warning for the side effects, how can they use it?